Event description:
The customer was hospitalizd with high blood sugars. The nurse called to get assistance turning of the pump since that doctor does not want pt to use it. Explained that company need to troubleshoot the unit and the nurse said he'll have the customer call us when pt is feeling better.